Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
It was reported that the iris on the camera of the 6800 system stuck. It was also noted that a half moon shaped image is always in the field. There was no report of patient injury.